Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley statlock product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley statlock product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced a skin tear while using the statlock device. The skin prep pad was not used prior to placing the device on the patient's skin. Allegedly the patient received plastic surgery.